Event description:
It was reported that this system has been experiencing a slow increase in shocking impedance measurements which have now exceeded 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. It was reported that this patient received inappropriate shocks due to atrial fibrillation and a rapid ventricular rate. All delivered shock impedance measurements were greater than 125 ohms. Additionally, a fault code was noted. A boston scientific technical services consultant informed the caller that review of the shock impedance trend showed a stable reading in the 150-160 ohm range and then a drop to the 125 ohm range following shock delivery. The consultant discussed this is typically how calcification presents. The patient was subsequently brought into the laboratory and defibrillation threshold testing was successfully performed with a shock impedance measurement which was in normal range. No additional adverse patient effects were reported. It was reported that this patient was subsequently brought back into the laboratory and defibrillation threshold testing was performed and failed. Additionally, an error code was generated indicating an open circuit condition was detected during shock delivery. The system was removed from service and replaced. Successful defibrillation threshold testing was performed with the replacement system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been experiencing a slow increase in shocking impedance measurements which have now exceeded 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. It was reported that this patient received inappropriate shocks due to atrial fibrillation and a rapid ventricular rate. All delivered shock impedance measurements were greater than 125 ohms. Additionally, a fault code was noted. A boston scientific technical services consultant informed the caller that review of the shock impedance trend showed a stable reading in the 150-160 ohm range and then a drop to the 125 ohm range following shock delivery. The consultant discussed this is typically how calcification presents. The patient was subsequently brought into the laboratory and defibrillation threshold testing was successfully performed with a shock impedance measurement which was in normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been experiencing a slow increase in shocking impedance measurements which have now exceeded 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. It was reported that this patient received inappropriate shocks due to atrial fibrillation and a rapid ventricular rate. All delivered shock impedance measurements were greater than 125 ohms. Additionally, a fault code was noted. A boston scientific technical services consultant informed the caller that review of the shock impedance trend showed a stable reading in the 150-160 ohm range and then a drop to the 125 ohm range following shock delivery. The consultant discussed this is typically how calcification presents. The patient was subsequently brought into the laboratory and defibrillation threshold testing was successfully performed with a shock impedance measurement which was in normal range. No additional adverse patient effects were reported. It was reported that this patient was subsequently brought back into the laboratory and defibrillation threshold testing was performed and failed. Additionally, an error code was generated indicating an open circuit condition was detected during shock delivery. The system was removed from service and replaced. Successful defibrillation threshold testing was performed with the replacement system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been experiencing a slow increase in shocking impedance measurements which have now exceeded 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.